Event description:
It was reported that the patient underwent an initial implantation approximately eight (8) years and five (5) years ago as part of a pseudo anonymized data for the pmcf study on the afn and rfn znn (zimmer natural nails). Subsequently, the patient had hypertrophic non-union and underwent two procedures to remove the screws for dynamization. Subsequently, fracture was noted to be united, but the patient continued to have hip pain. The patient then underwent another surgery on approximately three (3) years post-implantation to remove the im nail, which was noted to relieve hip pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in UK. H6: proposed component code - mechanical (g04) - im nail. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.